Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Upon further information, abbvie medical safety has determined that the event of capsular contracture did not occured and is no longer reportable.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture" baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, later confirmed as a baker grade iii. The device remains implanted.